Event description:
Additional information received on (B)(6) 2013 when it was reported that the patient's generator was replaced due to end of service that day. Attempts were made for the return of the explanted generator but it has not been returned to date.

Event description:
On (B)(6), 2013 it was reported that the physician¿s programming system has successfully interrogated other patients¿ vns devices since this event.

Manufacturer narrative:
.

Event description:
The explanted generator was returned to the manufacturer for product analysis on (B)(6) 2013. Product analysis revealed that the ¿failure to program¿ allegation was not duplicated. The device communicated normally in the pa lab. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
On (B)(6) 2013 it was reported that the vns patient's device could not be interrogated due to end of service. The physician however stated that she has never been able to interrogate the patient's generator. The programming history was reviewed and the patient was able to be interrogated on (B)(6) 2012 but this was by a different physician. The physician's handled was tested and noted to be functioning properly. It was also used on another patient recently and was successful in interrogating that patient's generator. The physician later reported that the first time she was unable to interrogate the patient's generator was on (B)(6) 2013. She did not provide any further information on whether she was able to interrogate the patient's generator prior to the (B)(6) 2013 attempt. She again noted that the failure to interrogate on (B)(6) 2013 could be due to a low battery. The patient was referred for battery replacement. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.